Event description:
The customer reported an uncontained bloody fluid leak of about 20 ml from a unicel dxh 800 coulter cellular analysis system. There were no error messages observed by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/12/2015 and found a leak from disconnected tubing at quick disconnect qd431 (wash collar drain). The fse trimmed and reattached the tubing to fix the leak. The probe blood detector was defective and was replaced. The repairs were verified per established service procedures. (B)(6).